Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection revealed peeling at the downstream occlusion (dso) seal, a worn upstream occlusion (uso) seal, and a damaged screen. No evidence was available to review in the event history logs. Functional testing was performed and the volume accuracy issue was able to be replicated; the pump was found to be overdelivering. The reported damaged screen was also confirmed; the screen was found to be cracked and damaged. The reported damaged metal battery divider was not confirmed; the battery divider was found to be intact and not damaged. The root cause of the damaged metal battery divider was unable to be determined. The root cause of the damaged screen was determined to be customer damage. The root cause of the failed volume test was determined to be overdelivery related to the pump?s expulsor. The lcd lens was replaced as well as the pump?s expulsor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing the pump failed the volume test. Damage to the screen and battery divider were also reported. No adverse patient effects were reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.